Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the monitor response buttons were not activating the device. The cause for the failure was isolated to a crease in the rear response button cable, which damaged the response button traces. The root cause for the creased response button cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's response buttons were not activating his device. The patient was issued a replacement monitor.